Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r

Event description:
During device preparation for the af procedure, there was no contact force so it could not be reset. The tactisys was powered off and on with no resolution. The catheter was replaced with one of the same lot number with no resolution. The tactisys was replaced with no resolution. The catheter was replaced once again with a different lot number and the procedure was completed with no adverse consequences to the patient.